Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. The customer reported the critical pump error image was displayed on the screen. The customer did troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with moisture damaged on motor assembly, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay and cracked case at display window corner.